Event description:
The field engineer reported that the workstation would not boot up, rendering the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A service representative performed an onsite investigation. The power connector for the power distribution board and image processor board was repaired. The system was then found to be operating as intended.